Event description:
Patient called to report that her freestyle libre 2 glucometer is undependable and unreliable. The glucometer consistently stops unexpectedly, it provides wrong blood glucose readings and the graphs do not match or pair up with the readers (numerical blood glucose readings). Additionally, the device, when having to place a new sensor into the arm every few weeks, is causing intolerable pain to the point that she does not want to even insert it. The pain and soreness remains at the insertion site and many of the sensors do not work. She has a pile of sensors at home that did not work and had to switch them out.